Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation, the reported condition was not verified. The pump turned on and there were no issues found during the power on cycle. An infusion simulation was performed, and there were no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump switched off during active infusion without the user input. The pump was found to be switched off during an ongoing propofol infusion, although medical personnel allegedly did not stop it. The customer confirmed the pump was fully charged at the time of the infusion. As the pump switched off, the patient attempted to remove their tracheostomy and demonstrated marked motor agitation in all four limbs. It was reported that the episode resulted in bleeding observed in tracheal secretion. At the time of this report, treatment was not reported, it was not reported if the patient was hospitalized, and the patient outcome was unknown. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B1 and h1 were corrected to only reflect the reportable device malfunction. Based on additional information received, novum iq lvp was determined not to be a factor in the reported adverse event. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation, the reported condition was not verified. The pump turned on and there were no issues found during the power on cycle. An infusion simulation was performed, and there were no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. To conclude, it is unlikely that a malfunction of the novum iq lvp caused or contributed to the reported events of motor agitation and bleeding in tracheal secretion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.